Event description:
It was reported from (B)(6) that the motor device was not locking cutters and the seal on the handle was splitting. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure. A spare device was available for use. There were no reports injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of not locking cutters was not confirmed. It was observed that the device had a cut in the hose, loose housing and swivel, low rotations per minute (rpm) and was power broken. Therefore, the reported condition of splitting seal on the handle was confirmed. It was determined that the cut in the hose by the muffler was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the housing and the swivel were loose due to loctite deterioration. It was determined that the cause of the power broken failure was due to failure to follow directions for use and running the device in the safe or load position. It was determined that the device showed signs of damage caused by the sterilization process or immersion during cleaning which was failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.